Event description:
Upon priming of cardiopulmonary bypass of the circuit, perfusionist notices crystalloid dripping from arterial temperature port. That port is not a designed exit point. Perfusionist changed out the oxygenator, reprimed. Performed pre-bypass checklist and proceeded with case.